Event description:
Reportable based on device analysis completed on 26-may-2022. It was reported that crossing difficulties were encountered. The patient presented with coronary artery disease. A 32 x 3.00 promus elite drug-eluting stent was advanced for treatment, but failed to cross the lesion. There were no patient complications reported. However, returned device analysis revealed that stent damage.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a promus elite ous mr 32 x 3.00 stent delivery system was returned for analysis. A visual examination of the stent found distal struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.